Event description:
Patient reported the retraction arrows are not displayed when the retraction menu is activated and the time is not set accurately. He indicated the time read 1800 a.m. Rather than the correct time of 1800 p.m. Patient switched to his backup infusion device. He did not report any physiolgical effects associated with this issue. No medical assitance was reported. Product was requested to be returned for eval.